Manufacturer narrative:
The reported events of insulation damaged and noise were confirmed. As received, a complete lead was returned for analysis. Visual inspection of the lead noted an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression consistent with friction to the device can. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion zone. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.

Event description:
During an in-clinic follow-up, noise that resulted in over-sensing was detected on the right ventricular (rv) lead. The cause of the event was due to insulation damage which was visually confirmed. The rv lead was explanted and replaced to resolve the event. The patient was stable.